Event description:
It was reported that the lead integrity alert triggered due to noise on the right ventricular (rv) lead channel. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).